Manufacturer narrative:
(B)(4). No donor injury is being alleged in this event. The nurse performed needle removal when she observed air in the tubing set moving toward the donors. None of this air volume is claimed to have reached the donors. This incidence on sept 7th resulted in successful runs and donor rinse back. Improper clamping during disposable tests is the leading reason for receiving the "failure to pressurize inlet" alarm. The trima machine screens that can be accessed following this alarm recommend mitigation steps for the operator to perform to ensure no residual air remains in the sample bag. Failure of the operator to properly expel the air trapped in the sample bag from a single event of improper clamp closure during disposable tests would result in a volume of approx 12ml. No adverse health effects have been observed as no air was delivered to the pt in the reported incident. The trima does not monitor for a partially inflated open sample bag as the alarm screens following the 'failure to pressurize inlet' alarm instruct the operator to express out the improperly placed air from the sample bag out the donor access needle before continuing with disposables tests, ac prime and venipuncture. If proper screen instructions are followed, no air is present in the inlet coil system during donor connect. Conclusion: operator error caused this event.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. During priming, the customer received an alarm: pressure test failure. The customer stated "alarm" was removed by opening the product (also referred to as sample) bag. After the alarm was removed, the donor was connected. When the needle was connected and the clamp was opened, the nurse noticed air bubble in return line going toward the pt - she immediately took needle out of the pt." This report is being filed due to the potential for injury from air to donor caused by operator error. Donor identifier information could not be obtained.